Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. The pump was received with cracked case at display window corners, battery tube threads, and minor scratched display window. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 191 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.